Event description:
An optician reported that a patient requested a replacement contact lens and reported that he had experienced a corneal ulcer, left eye, for which he received unspecified treatment from an ophthalmologist. The patient was advised by the ophthalmologist not to use the lens again and to use a new lens. The patient opened his spare lens and states he still had the same problem. Patient uses ultrazyme and lens care solution. Request has been made for additional information, however no further details have been provided.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. No product has been returned. A manufacturing investigation of the reported lot number is underway. If any abnormality is found, a follow up report will be provided.